Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that patient experienced increased pain and return of symptoms. The cause of the volume discrepancies was not determined. Actions/intervention taken to resolve the issue was the following: they believed the patient was referred to the implanting surgeon for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (14 mg/ml), morphine (50 mg/ml), clonidine (0.6 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that there had been multiple volume discrepancies since the pump was implanted. At one refill, they expected approximately 3 and got back approximately 30, and at another, they expected approximately 5 and got back approximately 35. The hcp wanted to do a rotor study.